Event description:
A customer reported that a cartridge was not fitting properly on their pump, as it was not fully snapped into place. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to remove the pump case and o-ring, clean the pneumatic tap area, inspect the cartridge, and reload it. The cartridge was successfully reloaded, allowing the customer to resume insulin therapy.